Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a pulmonary vein isolation procedure, a faradrive steerable sheath clear was selected for use. Just prior to introducing the farawave catheter, the physician noted difficulty with the flush port. A decision was made to replace the sheath. Upon removal from the body and flushing on the table, a clot was flushed out. The clot was not associated with complications from the faradrive sheath. Post case the physicians discovered the patient had an inferior vena cava (ivc) tear that the clinical team associated with issues navigating the intracardiac echocardiography (ice) catheter from the left femoral vein to heart. The physician put the faradrive in the right femoral groin with dilator in safely tracking up a wire into superior vena cava (svc). The device was replaced, and the procedure was completed without further complications. The device is not expected to be return due disposal.